Event description:
It was reported that the screw broke during removal of the plate. The plate did not break only the screw. Information was not provided stating if screw was from the distal or proximal side of the plate. No other information is available on the reason for the revision surgery.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record revealed nothing relevant to this event. Returned device include one tibial osteotomy plate, 2 cortical screws and part of 2 cancellous screws. There are severe scratches and nicks on the plate. The two cortical screws returned were 42mm and 50mm. Both of these screws appear to be in good condition. On the head of the screws there are minor scratches. The cancellous screws are broken off approximately 0.4 inches and 0.7 inches from the proximal end (head of the screw). On the head of the screws there are minor scratches. It is unknown if proper technique was used to remove the screws from the plate. Based on this evaluation, the cause of the event was undetermined. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.